Event description:
A biomed at a hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked and chipped. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the device was received at our fisher & paykel healthcare service centre in (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Photographs of the complaint heater head were provided to us by the service centre, as well as a service report, detailing the service findings. Results: the service report stated that there were cracks on the middle portion of the heater head. Chipped plastics and delamination of the plastic shell and slight discolouration was also evident along the edge of the heater head. Based on the photographs, the cracks on the unit appeared to be caused by the use of inappropriate cleaning solutions. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The complaint unit is five years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution: do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement on 2 june 2010, we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint heater head was repaired with a replacement head kit and was returned to the customer after performing an electrical safety and performance check. Device repaired and returned to customer.